Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 and there are no plans to reimplant the patient with a new device as of the date of this report.